Event description:
The patient reported seeing an elective replacement indicator (eri) message. It was noted that the patient's healthcare professional (hcp) indicated the implantable neurostimulator (ins) would last 3 to 5 years. No patient symptoms were reported. The ins was indicated for spinal pain and failed back surgery syndrome.

Event description:
Additional information was received from the patient. It was reported that the ins battery depleted in (B)(6) of 2016. It was noted that the patient did not know the exact date. The patient's ins replacement procedure was scheduled for (B)(6) 2016 and surgery had not happened yet. It was noted that the patient was implanted with a device from another manufacturer on 2016-aug-22. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.